Manufacturer narrative:
A device history record (DHR) review was performed for part # 02.107.204s, lot# h139462, date of manufacture: 09 august 2016, place of manufacture: (B)(4) synthes, expiration date: 30 june 2026, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm va-lcp olecranon plate 4h/rt/116mm-sterile was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Additional device product code: hwc. Explant date: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) of right proximal ulna on (B)(6) 2017. After that the patient complained of stiffness and so the surgeon had to do the revision surgery for removal of the plate and screws. The plate and the screws were intact and there was no malfunction with the device. The revision surgery was successfully completed without any surgical delay. The patient was stable after the surgery. This report is for one (1) 2.7 mm/3.5 mm va-lcp olecranon plate. This is report 1 of 7 for complaint (B)(4).